Event description:
The pt's attorney has alleged a deficiency against the device. The litigation does not specifically state which product was used on the pt; therefore, an unk complaint is being entered. Additional info has been requested but not yet received.

Manufacturer narrative:
The product family for this women's healthcare product is unk; therefore, the associated labeling and (B)(4) could not be determined for review.